Manufacturer narrative:
Device was not returned by customer. The impella cp optical pump was not returned by the customer therefore a failure analysis investigation cannot be completed. If device is received after this date, an evaluation will be performed and a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) old white male patient had impella cp optical pump inserted in the right femoral for acute myocardial infarction (ami) with shock. The physician had to put a fem by fem bypass technique for distal perfusion to treat the oozing from the repositioning sheath.